Manufacturer narrative:
H6: investigation summary one photo was submitted for quality investigation. The customer complaint of molding was verified by visual examination of the packaging. The photo provided by the customer shows that the box the product was shipped in has significant signs of mold and damage. It is not clear if the molding is on the product packaging as the photo does not show that amount of detail. A device history record review could not be performed because the lot number is unknown. The root cause of the reported failure could not be determined because a sample was not provided by the customer. The probable cause for the issue seen in this complaint is an improper transportation or storage of the product, exposing conditions that would cause the damage seen.

Event description:
It was reported while examining bd alaris pump module smartsite infusion set mold was discovered. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: ( all of these have mold on the inside and outside ).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while examining bd alaris pump module smartsite infusion set mold was discovered. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: ( all of these have mold on the inside and outside )